Event description:
On a routine office follow-up visit post operatively, x-rays showed dislodgement of the screw cap at the location (s1) level on the right side along the rod. The patient was re-admitted and returned to surgery for removal of the pedical screw and replacement. Inspection clearly indicated the screw head had been displaced from the s1 screw itself. The screw was examined and found to be intact.